Event description:
The hospital reported that, at the start of a case following manual ventilation, the clinician switched to mechanical mode with a tidal volume of 500ml. The avance reportedly delivered two breaths with a volume of 1800ml and a peak pressure of 32cmh2o. At some point, the avance delivered the expected tidal volume of 500ml. There was no reported patient injury.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under FDA reference number (B)(4).